Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump hit a plastic chair and the pump touch screen became cracked. A section of the lower left hand corner became black and colored lines appeared on the pump touch screen. Customer's blood glucose was 205 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.